Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 200cc, catalog number 3501625, lot number 188841. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent an unspecified procedure with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was noted in the anterior and extending to the posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device lot number was identified as 6006555, and device serial number as (B)(4). A manufacturing record evaluation (mre) was performed for lot 6006555, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).